Manufacturer narrative:
(B)(4). Batch #: x94f8k. Additional information was obtained: procedure : total laparoscopic hysterectomy the electrode was not fixed, and the device did not function when the device was tried to connect with the handle. The device was replaced before beginning the operation. The patient is stable. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with shaft sheath was disengaged from the rotational knob. In addition, the electrode tip was not detached as reported. The instrument was tested for continuity and was found to be conforming. During the analysis, the shaft's sheath did not translate along the rotational knob. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an ob-gyn procedure, the shaft of the device could not connect the handle. The electrode was come off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.